Event description:
During a percutaneous transluminal angioplasty to the superficial femoral artery (fsa) the tip of the stent delivery system (sds) separated and remains inside the pt. Product was inspected prior to use and no abnormalities were noted during the inspection nor when prepped. A contralateral approached was use to reach the target vessel (sfa). The vessel was tortuous and calicified. The sds reached the lesion without reported difficulties and stent was successfully deployed. After stent deployment the sds was retrieved; however upon removal, the distal tip containing the radiopaque marker of inner catheter separated and detached migrating to the distal 1/3 (one third) of the anterior tibial artery.